Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the filling process, after the cassette was filled, a particle was found inside the inner bag. The sample was filled with opiate. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Four pictures were returned showing an unknown particle/bubble inside a 250ml cassette bag. The images are not clear enough to define if what is seen is a particulate or a bubble. Visual and functional testing was performed. As received no damage or anomalies were observed. In attempts to visualize any potential particulate inside the bag, the bag was filled with water using an nrfit syringe provided by ICU medical. No damage or anomalies were observed. The water inside the cassette flushed out and collected through a filtration paper. No particulates were observed. The probable cause of the reported problem unknown.